Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (DHR) review was conducted previously on legacy complaint (B)(4). The DHR review found no non-conformance on this batch. Final micro and sterility tests passed. Based on the provided DHR review there were no related manufacturing deviations or anomalies on the given product and lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat end-stage arthrosis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain, walking difficulty, and crepitus secondary to loosening of the tibial tray. Upon entering the joint, the tibial tray was grossly loose at the cement to implant interface and revised. There was a medial tibial bone defect identified. The femoral and patella were well fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor con and competitor cement and a depuy stem, tray, and cement restrictor. The procedure was completed without complications. Doi: (B)(6) 2015, dor: (B)(6) 2018, right knee.